Event description:
It was reported that the atrial lead exhibited automatic mode switch and noise that was reproducible with isometric movement of the patient's left arm. All electrical values were stable. The patient was asymptomatic and would continue to be monitored.